Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 314.05, lot# 4499308. Manufacturing location: (B)(4), release to warehouse date: nov 12, 2002. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient underwent an initial percutaneous hip pinning surgery. During the procedure, cannulated 4.0mm hexagonal screwdriver broke off at the very end of the instrument while tightening a 6.5mm cannulated screw. That piece from the screwdriver was retrieved by the surgeon and put on the back table with the screwdriver. Nothing went into the patient. Another 4.0mm hexagonal screwdriver was used and had captured the 6.5mm cannulated screw and pulled the screw out. The device held the screw and the screw had to be manually released from the screwdriver. This happened because there was a burr on the second screwdriver that was capturing the screw. The surgeon then used a cannulated 4.0mm hexagonal screwdriver shaft in place of the screwdrivers to complete the surgery. The surgery was completed successfully, with a 30 minute surgical delay. There was no medical intervention needed, and the patient¿s post-operative status was noted to be stable. Both instruments with a malfunction were disposed of by the hospital. Concomitant devices reported: 6.5mm cannulated screw (part# unknown, lot# unknown, quantity 1). Cannulated 4.0mm hexagonal screwdriver shaft (part# unknown, lot# unknown, quantity 1). This report is for one (1) screwdriver. This is report 1 of 1 for com-(B)(4).